Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported via email that during an acl reconstruction a 6mm x 23mm milagro screw was inserted into the femoral tunnel, the screw had not entered the tunnel and snapped at the head. This proceeded to cause a lengthy delay retrieving the broken screw from within the knee. 30 minutes delay. This added to frustration by the surgeon and the threat of using another company. He then informed rep it happened on the early acl on another patient with a 6mm screw but he managed to get the screw in before it had broken at the head. Item was in date, surgical procedure normal. Patient outcome nil known at this point. Additional information received from the affiliate reporting the patient has not shown any signs of developing a serious injury from the extended surgery time.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> according to the information provided, it was reported that during an acl reconstruction a 6mm x 23mm milagro screw was inserted into the femoral tunnel, the screw had not entered the tunnel and snapped at the head. This proceeded to cause a lengthy delay retrieving the broken screw from within the knee. The complaint device was received and inspected. Visual observations confirm that the screw was broken near its proximal area. In addition, the external geometry of the screw was slightly stripped from the threads. Besides, the screw presented tissue debris. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the tapping was off angle or excessive force was used while tapping causing the screw to break and for the stripped failure can be attribute when the screwdriver was not seated properly in the screw head and while attempting the insertion caused the screw treads and or screw head to become stripped / unable to advance. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: 3l87437, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.